Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 24-sep-2019. The most recent information was received on 14-oct-2019. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('cavity migration of left implant'), abdominal pain ('abdominal pain, radiating to the thighs / chronic pain episodes'), metal poisoning ('heavy metal poisoning (blood chromium and nickel)') and sinusitis ('recurrent sinusitis') in a 48-year-old female patient who had essure (batch no. 586780-invalid) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2013, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), sinusitis (seriousness criterion medically significant), dyspareunia ("painful intercourse"), menorrhagia ("hemorrhagic periods with blood clots"), back pain ("low back pain / pain when standing for long periods"), tension headache ("tension headaches"), urinary tract infection ("multiple urinary infections"), constipation ("recurrent constipation"), sciatica ("sciatica"), tendonitis ("tendinitis"), arthralgia ("joint pain in wrists and rotator cuffs"), limb discomfort ("heavy legs"), eye paraesthesia ("frequent tingling in the eyes"), teeth brittle ("fragile teeth"), toothache ("painful teeth"), skin discolouration ("tips of toes and fingers white"), feeling cold ("strong and frequent feeling of cold"), sleep disorder ("sleep disorders"), fatigue ("constant fatigue"), ear disorder ("ear disorder"), nasal disorder ("nose disorder"), pharyngeal disorder ("throat disorder") and tinnitus ("recurrent tinnitus"), 2 years 6 months after insertion and 2 years 6 months after removal of essure. In 2019, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and adenomyosis ("major diffuse adenomyosis"). On (B)(6) 2019, the patient experienced metal poisoning (seriousness criterion medically significant). The patient was treated with surgery (surgical intervention on the left sinus on (B)(6) 2018 and device removal was planned). At the time of the report, the device dislocation, abdominal pain, metal poisoning and adenomyosis had not resolved and the sinusitis, dyspareunia, menorrhagia, back pain, tension headache, urinary tract infection, constipation, sciatica, tendonitis, arthralgia, limb discomfort, eye paraesthesia, teeth brittle, toothache, skin discolouration, feeling cold, sleep disorder, fatigue, ear disorder, nasal disorder, pharyngeal disorder and tinnitus outcome was unknown. The reporter provided no causality assessment for abdominal pain, adenomyosis, arthralgia, back pain, constipation, device dislocation, dyspareunia, ear disorder, eye paraesthesia, fatigue, feeling cold, limb discomfort, menorrhagia, metal poisoning, nasal disorder, pharyngeal disorder, sciatica, sinusitis, skin discolouration, sleep disorder, teeth brittle, tendonitis, tension headache, tinnitus, toothache and urinary tract infection with essure. The reporter commented: the patient's current health status was reported as health weakened by chronic pain episodes. Following a gynaecological appointment where ultrasound showed cavity migration of the left implant, the presence of heavy metals in the blood was confirmed. Diagnostic results (normal ranges are provided in parenthesis if available): blood heavy metal test - on (B)(6) 2019: blood chromium: 1.36 ¿g/l, blood nickel: 1.2 ¿g/l. Nuclear magnetic resonance imaging - in 2019: appointment made in view of device removal. Ultrasound scan vagina - in 2019: major diffuse adenomyosis, cavity migration of left implant. Lot number 586780 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-oct-2019: quality-safety evaluation of ptc, translation correction received. We received an invalid lot number in this case. A technical investigation was conducted, including a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 24-sep-2019. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain') and sinus operation ('surgical intervention on the left sinus') in a (B)(6)-year-old female patient who had essure (batch no. 586780) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2013, the patient experienced urinary tract infection ("multiple urinary infections"). On (B)(6) 2018, the patient underwent sinus operation (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain (seriousness criterion medically significant), menstrual disorder ("periods with bleeding + blood clots"), constipation ("recurrent constipation"), back pain ("low back pain"), sciatica ("sciatica"), tendonitis ("tendinitis"), arthralgia ("joint pain in wrists and rotator cuffs"), pain ("pain when standing for long periods"), eye paraesthesia ("frequent tingling in the eyes"), teeth brittle ("fragile teeth"), toothache ("painful teeth"), skin discolouration ("tips of toes and fingers white"), feeling cold ("feeling of cold"), dyspareunia ("painful intercourse"), insomnia ("difficulty sleeping"), limb discomfort ("heavy legs"), fatigue ("constant fatigue"), tension headache ("tension headaches"), ear disorder ("ear disorder"), nasal disorder ("nose disorder"), pharyngeal disorder ("throat disorder"), tinnitus ("tinnitus") and sinusitis ("recurrent sinusitis"). At the time of the report, the abdominal pain, urinary tract infection, menstrual disorder, constipation, back pain, sciatica, tendonitis, arthralgia, pain, eye paraesthesia, sinus operation, teeth brittle, toothache, skin discolouration, feeling cold, dyspareunia, insomnia, limb discomfort, fatigue, tension headache, ear disorder, nasal disorder, pharyngeal disorder, tinnitus and sinusitis outcome was unknown. The reporter provided no causality assessment for abdominal pain, arthralgia, back pain, constipation, dyspareunia, ear disorder, eye paraesthesia, fatigue, feeling cold, insomnia, limb discomfort, menstrual disorder, nasal disorder, pain, pharyngeal disorder, sciatica, sinus operation, sinusitis, skin discolouration, teeth brittle, tendonitis, tension headache, tinnitus, toothache and urinary tract infection with essure. The reporter commented: date of occurrence: (B)(6) 2013 (unspecified). The abdominal pain spreads to the thighs. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.